Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a temperature alarm occurred and the pump became hot while charging. There was no impact to the customer's blood glucose level. The customer allowed the pump to cool off and the alarm did not recur.